Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. A new hard drive was requested. No further information is available.

Event description:
The customer reported that the 7900 system would not x-ray. No patient injury was reported.